Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned device noted that the distal end of the needle was barbed with the tip of the needle broken off, and the working length of the device was kinked at the distal end of the handle. A functional evaluation found that the needle was difficult to extend and retract due to resistance from the kink in the working length. Additionally, upon retraction of the needle, the barbed tip of the needle would get stuck at the distal end of the sheath. Consequently, the need would not fully retract into the sheath. The investigation concluded that these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect slimline eus needle was used to sample a lymph node during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle would not retract into the sheath. The procedure was completed with another expect slimline eus needle. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Investigation results revealed that the tip of the needle was detached; therefore, this is now an MDR reportable event.